Event description:
It was reported that during a cryo ablation procedure, while ablating the right superior pulmonary vein (rspv), there was no movement in the diaphragm during phrenic nerve pacing. The ablation was immediately stopped. The procedure was aborted while the patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: annex f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the patient data files were returned and analyzed. The patient file showed nine applications were performed using an afapro28 balloon catheter with lot number 16133. The patient file did not show any system notices on the reported date of the event. The received failure file contained failure records for the date of the event. The failure file showed system notice 50012 (the refrigerant delivery path is obstructed) was received on the reported date of the event. In conclusion, the clinical issue (phrenic nerve palsy) occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product and the decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.